Event description:
It was reported during procedure, a simultaneous deployment. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. A 12 inch length of suture was also returned which showed no abnormalities. Additional informtion in: international zip code: (B)(4), address line 1, address line 2 and foreign city.

Event description:
It was reported during procedure a simultaneous deployment. A backup device was available to complete the procedure with no significant delay and no patient injuries. Attempts were made to retrieve further information but no response was received from the complainant.